Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted. The stent delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, distal right coronary artery (rca), the 2.5 x 38 mm xience prime stent was being deployed when the balloon ruptured at 6 atmosphere (atm). The proximal end of the stent implant expanded, but the distal end was not expanded. The stent delivery system (sds) was being removed when the stent implant dislodged from the balloon in the proximal rca. A non-compliant (nc) balloon was used to expand the stent to the vessel wall. Additional pre-dilatation was performed with an unspecified nc balloon and another second stent was implanted in the lesion, without reported issue. The final outcome was satisfactory. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported material rupture and stent dislodgement were confirmed. The reported failure to deploy could not be tested as it was based on operational circumstances. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the images provided for review, did confirm that the stent appeared to be partially deployed, as reported, and subsequently fully deployed in the proximal right coronary artery (rca). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.